Event description:
The pt reported that her blood glucose reached "high" (greater than 500 mg/dl) and she decided to go to the emergency room where she was given insulin intravenously. There was bleeding, the adhesive pad was soaked with blood and upon removal she noticed there was a bruise at the infusion site in the size of a quarter. She did not provide any further info regarding the ER visit. Attempts were made contact the pt to provide additional info. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.